Event description:
Patient scheduled for surgery l5-s1 transforaminal lumbar interbody fusion. Found the cauterized holes times seven on the patient's upper back area during the surgery. Two bovie machines were connected. The first bovie machine's serial number is (B)(4) and second bovie machine's serial number is (B)(4). The bovie setting were set on cautery 50 and coag 50. FDA safety report ID# (B)(4).